Event description:
It was reported there was rapid clotting of the device after the heart lung machine was connected. The act was greater than 400. There was a rapid increase of pressure and the delta p was greater than 250. A rapid reaction to heparin was noted. The platelet count was unk. The device was exchanged and the surgery continued without complications. (B)(4).

Manufacturer narrative:
(B)(4). Maquet provides product failure investigation, analysis and corrective actions for the device described in this report. A supplemental medwatch will be submitted when the investigation is completed.